Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) had a prompt of rapid helium leakage. Department staff replaced the equipment by themselves. There was no personal injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.